Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the distal tip of the microraptor got broken. It is unknown how the procedure was completed. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The drill was returned with the distal tip (drilling tip) fractured off the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of excessive / inappropriate force on the device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. H2: corrected data on: g4 (PMA/510(k)number).